Event description:
Had surgery on my foot on mar 2, 2023 where 2 steel plates were installed with screws one of the plates was held in place by 5 screws (3 on one side and 2 on the other. I was experiencing discomfort and pain in the area of the plate with 5 screws every since the surgery. Upon follow-up x-rays on (B)(6) it was found the 2 of the 3 screws on the one side of the plate snapped. Continued to have pain and discomfort. Corrective surgery was necessary on (B)(6). To remove the broken screws. I am extremely upset that additional surgery was necessary due to these screws breaking. I have retained the screws for evaluation should they be needed. I do not have the manufacture nor lot number of the screws but I would assume these would be part of the surgical record (I do not have direct access to the records). The surgery, in both instances was performed by dr. (B)(6), associated with (B)(6) located in (B)(6) and is associated with (B)(6). Surgery was performed at (B)(6) hospital located in (B)(6). I can understand one screw breaking but two leads to a question of the quality of these devices. I would not want to see patients go through the quality of life, expense and pain I have experienced should there be an issue with the devices. Ref report: mw5148441.